Event description:
Per the clinic, the patient experienced non-auditory sensations and reprogramming attempts were unsuccessful in alleviating the issue. The device was explanted on (B)(6) 2025, and the patient reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.